Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device have been unsuccessful.

Event description:
It was reported that the ventilator¿s check mark button was not functioning. There was no patient involvement. The customer was advised by technical support to replace the switch board. Further information is pending.